Manufacturer narrative:
H.6. Investigation summary our manufacturing facility was provided with the affected samples for investigation. Upon examining the product, we were able to verify the presence of hair in the packaging. A batch history review showed no non-conformances associated with this issue during the production of this batch. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. It was determined this occurred due to personnel not following proper gowning procedures. We have notified the manufacturing personnel of this incident to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that bd plastipak¿ concentric luer lock syringe contained foreign matter. The following information was provided by the initial reporter: "a hair was found in the packaging. The hcw found it when peeling the material to put it under the fume hood. No consequences. The device has been kept."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ concentric luer lock syringe contained foreign matter. The following information was provided by the initial reporter: "a hair was found in the packaging. The hcw found it when peeling the material to put it under the fume hood. No consequences. The device has been kept."